Manufacturer narrative:
The device was not returned for evaluation. There was no allegation of device failure. The risk of pneumothorax is documented in 105-000198-01, rev e, monarch bronch risk management report. Based on the information available for this complaint, the root cause of the reported event is related to a known inherent risk of the device and procedure as documented in the device labeling.

Event description:
It was reported that on (B)(6) 2019, a patient had a pneumothorax that was discovered after a procedure. The location of the lesion is in the left upper lobe, and a needle biopsy was performed using a super d arcpoint needle. The location of the pneumothorax is in the lingular of the left lung. There were two pathways taken to access the lesion, one from the left lower lobe, and another from the left upper lobe. A chest tube was placed in the patient and was admitted to the hospital overnight. There was no report of device failure.